Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 516 mg/dl concurrent with a device alert indicating consecutive stalled motor and insulin delivery interruption; the user restarted the ilet, performed a successful dry run, completed a full supply change, and insulin delivery resumed with glucose trending down to 260 mg/dl. Symptoms included high blood glucose. Outcomes included temporary impairment requiring troubleshooting and supply replacement. Investigation included review of device performance via user-guided restart, dry run verification, and data synchronization from the ilet app. Investigation of this case revealed that insulin delivery had stalled and was restored after restart and full supply change, with glucose trending downward. It was concluded that hyperglycemia occurred with cause unclear, with device function restored after user actions and no further adverse outcomes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.